Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
It was reported during an eviva breast biopsy procedure on (B)(6) 2017, after 12 biopsy cycles the physician noticed the need bent inside the breast. No intervention was required. No patient injury and the patient is ok.